Event description:
An eye care practitioner reported that a pt with a prior history of corneal ulcer os presented in 2004 complaining of an infection, light sensitivity, matter, and tearing od for one day. Wear history of extended wear of focus night and day lenses. Practitioner's records stated that pt instructed not to use lenses on extended wear basis after ulcer os which occurred may 2003. The right lens was three weeks old and pt removes once per week to clean with optifree express. On examination, ecp noted redness and an anterior chamber reaction of 1-2 cells. Diagnosis of para-central corneal ulcer in their right eye with secondary uveitis. Pt was instructed to discontinue contact lens wear and prescribed quixin. At follow up visit two days later ulcer and the uveitis improved. Instructed to continue quixin and to discontinue contact lens wear until the symptoms resolved. Pt did not return for subsequent follow up visits. Their visual acuity at the last visit was 20/80 pinhole. Resolution of event is unknown. No further information is available at the time of this report.